Manufacturer narrative:
The investigation for the reported removal issues has been completed. The impella device was returned for evaluation. Upon visual inspection, there was a cannula kink observed around the impella. A thrombus was observed at the inlet cage. There were no decreases in flow observed during impella support and flows were within specification ranges. The root cause of the thrombus issue was patient condition related. The cannula kink may have been due to the impella removal process. D8/d9 the original manufacturer device report had no selected to the question, device returned to manufacturer. The device was returned at that time. Yes to this question has been selected on this report.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella had an active aorta alarm and the physician decided to explant based on hemodynamic stability. Anticoagulation was stopped roughly 45 minutes pre removal. The device was weaned off and removed. It was noted that the proximal aspect of cannula just distal to the outlet cage had some biomaterial wrapped around the circumference.